Manufacturer narrative:
A field service engineer (fse) went on-site, performed troubleshooting and replaced several parts. The issue was resolved. A clear root cause for this issue could not be identified.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the unicel dxc 600 pro synchron clinical system was getting error messages that the waste sump was not draining and that there was a leak in the hydro area. No injury was reported.